Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient was driving a car when she became unconscious. She was treated at the hospital and released. She experienced problems with her cervical vertebrae and was given a neck brace. It was found in the history of the infusion device that the patient repeatedly delivered 23 and 25 units of insulin on the day of the incident. The patient explained that the piston rod was stuck and she did not know how to resolve it, so she administered the maximum bolus repeatedly. The infusion device was requested to be returned for product evaluation.